Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unknown, intermittent alarms occurred and that the pump software did not accurately adjust the amount of insulin delivered. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.